Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the service center, an error code in relation to data in eeprom is corrupt on system/cpu was recorded in the device event log. In conclusion the device system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the following parts were replaced due to dirt observed: muffler assembly, flow sensor and blower assembly. Final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.